Event description:
It was reported that the patient was hospitalized at (B)(6) (doctor (B)(6) diagnosed with hyperglycemia, ketoacidosis, and gastroenteritis with diarrhea pressure. The patient's blood glucose readings reached ¿high¿ and 450 mg/dl after the pod cannula dislodged and the adhesive was not sticking well. The patient had been wearing the pod on their abdomen for between 37 and 48 hours and was removed at the hospital. The patient experienced the symptoms of nausea and diarrhea. As treatment a ¿water injection¿ (unspecified route or further information) was given and a new pod was successfully applied. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.